Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the fixation pin was broken could be confirmed. The incoming inspection showed that the fixation pin was returned in separated condition. During the visual investigation, it was determined that the stop pin, laser-welded with the expanding sleeve, was broken off due to high bending forces and therefore detached. The broken off stop pin was not returned. The geometry of the welding seam indicates that the laser-welding seam was correctly performed. Moreover the stop bar of the screw shows friction traces and plastic deformations due to the collision and friction with the stop pin. Because of excessive bending forces, the laser-welded seam between the stop pin and expanding sleeve broke off in low cycle fatigue, with evidence of a forced rupture. Indications for material or manufacturing related issues could not be found in the investigation.

Event description:
During the inspection, it was found that the fixation pin was broken. According to the sr, during surgery the fixation pin was hard to attach to the plate.

Event description:
During the inspection, it was found that the fixation pin was broken. According to the sr, during surgery the fixation pin was hard to attach to the plate.